Event description:
It was reported that there was a possible lead fracture that caused a patient to receive approximately 6 shocks. It was observed that the lead integrity monitoring did not trigger any problems because it had been programmed off. Lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed no anomalies. The lifetime ventricular sensing integrity counter is 225 and all counts occurred within a few hours of the interrogation. A high value of this count can indicate a possible intermittency in the system.